Event description:
Customer reports to have received a signal too low alarm, and then received an unexpected restart alarm. Customer's blood glucose was 134 mg/dl. Customer states blood glucose had been close to 300 mg/dl, due to customer receiving cortisone shots. Customer treated blood glucose with manual injection. Customer was advised to monitor insulin pump. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.